Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Signed and dated complaint form has been requested. This case was evaluated on (B)(4) 2014 as per convatec's governing complaint and handling procedure based on evaluation of the returned sample. Results are as follows: one returned sample was received and ther was a thickening of material which looks dark straight across the sample. Ther was also evidence of excess material showing as black spots evident in the middle section of the sample. Sample did not meet specification. In conclusion, no further action per convatec's governing complaint and handling procedure. Convatec will continue to tract and monitor such complaints according to it's complaint handling and CAPA procedures.

Event description:
Details of the complaint is as follows: "there were several black spots, like mold, on the dressing."